Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardiac monitor was showing false positives. It was seen that the device was undersensing, causing pause and bradycardia recordings. Programming changes were made on (B)(6) 2020, and there were no consequences to the patient.